Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not plugged in during troubleshooting and attempted to guide them on the button press technique, but the issue persisted. Consequently, technical support decided to replace the pump and confirmed the customer would switch to multiple daily injections as a backup therapy. The customer was advised on storage procedures for the old pump and agreed to return it using a prepaid label within 10 days.